Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing itching and spreading had occurred while wearing the pod between 24 and 36 hours. Patient visited physician and was prescribed either new or ongoing medication, although this was not specified when medical event was reported.